Manufacturer narrative:
Intuitive received a vessel sealer extend instrument and completed investigations. Failure analysis (fa) investigations did not replicate or confirm the customer reported complaint. The instrument was tested on an in-house system. The instrument passed engagement, recognition, cut, seal and initialization tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. A review of the logs showed no errors. The instrument was fully functional. No product issue was found. The vessel sealer logs for this procedure were reviewed. The logs show that the vessel sealer extend (vse) instrument was installed one time and passed homing with 16 cut complete events. The logs show 3 coag and 18 seal events were performed with no errors. The instrument was used for about 4 minutes. The customer created this complaint against vse instrument lot number 480422-03/k15250816, but the customer returned vse instrument lot number 480422-03/l14250807-0170. Failure analysis was completed on the received instrument with no product issue found.

Event description:
It was reported that during a da vinci-assisted appendectomy procedure, the vessel sealer extend (vse) instrument was used to clamp and seal appendix or cecum tissue but stopped while cutting the tissue. The vessel sealer extend (vse) had successfully fired and cut tissue at least twice prior to the reported event. The customer was unable to confirm an audible sealing tone, but stated there was observed tissue effect during the sealing cycle and there was no tissue cut that had not been fully sealed first. After cauterizing the tissue, there were error beeps and the instrument was unable to cut. The instrument was clamped on the tissue and unable to be released. The customer attempted to use the manual release knob (mrk) feature to open the jaws but was unsuccessful; therefore, scissors were used to excise the tissue out of the vse jaws. There was no reported unexpected bleeding due to this event and no post-operative complications. A backup vse was used to complete the procedure with a delay of less than 15 minutes. The procedure was completed, and the patient was discharged home as planned.